Event description:
The procedure 2008 was an elective case. For the proximal rca, pre-dilatation was not conducted. 1st cypher (3.0/33mm) was implanted at 22atm. The procedure in 2009 was an elective case. For the distal circumflex, pre-dilatation was not conducted. 2nd cypher (3.0/33mm) was implanted at 16atm. Four months later, follow up cag was conducted. Restenosis was observed at the 1st cypher implanted at the proximal rca and inside the proximal end of the 2nd cypher (3.0/33) implanted at the distal circumflex. A taxus was implanted inside of the implanted 1st cypher. Two days later the procedure was an elective case. For the left main and proximal lad, pre-dilation was not conducted. 3rd cypher (3.5/28mm) was implanted at 14atm. Inflation time was unk. Post-dilatation was conducted with a balloon (3.5/15mm) at 22atm. Inflation time was unk. For the proximal circumflex and the in-stent restenosis of the cypher implanted at the distal circumflex, pre-dilatation was not conducted. 4th cypher (3.0/18mm) was implanted at 14atm proximal to the 2nd cypher (3.0/33mm) at the distal circumflex, overlapping it. Post-dilatation was conducted with a balloon (3.0/10mm at 20atm. Inflation time was unk. Ivus was conducted. The residual % of stenosis was 0%. Three days later, the lost consciousness after he complained of chest pain and was brought to the hosp as an emergency. Cag was conducted and thrombus was observed inside of the 3rd cypher at the left main and the proximal lad as well as distally. To treat the thrombus, iabp was inserted and then poba and aspiration was conducted. Four days later, sufficient blood flow was observed after the treatment, but the pt's heart failure did not improve and the pt died. Postmortem was not performed. Physician indicated that the possible cause of the thrombotic event was because the cypher stent was under-dilated. The possible cause of death was cardiac failure.

Manufacturer narrative:
This device cjs 18300 (lot 14142608) is distributed outside the united states; however, it is similar to the united states product cxs 18300. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.